Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was mentioned in the event description under manufacturer's reference number pc-(B)(4)/ manufacturer report number 2029046-2023-01818 that probably the issue has occurred in the past. Therefore, a search was conducted in the account files; however, no additional records were found. In addition attempts have been made to obtain clarification. However, no further information has been made available. Therefore, a new reportable product complaint has been created to report that it occurred in the past and will be reported under manufacturer reference number: pc-(B)(4). It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a bubble was noted in the viewing window which no amount of flushing clears it. Physician observed seemingly a defect in the carto vizigo¿ 8.5f bi-directional guiding sheath - medium viewing window that looks like a bubble. No amount of flushing clears it. Concern is that he cannot properly discern if it is defect or bubble. The physician says he has noticed it all the time. Will look to retain the next one this possible defect is observed on. Picture attached but, uncertain if the possible defect is clear in the picture. The procedure was not delayed due to the reported event. It was unknown if the procedure was successfully completed. There was no patient consequence. The bubble noted in the viewing window which no amount of flushing clears it was assessed as MDR reportable.